Manufacturer narrative:
(B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, a polyp was removed from the patient using the cold snare technique. The physician was using a resolution clip device for the purposes of stopping bleeding at the polyp site. The resolution clip was advanced to the target site, attached to the tissue and deployed; however, the clip assembly would not separate from the delivery catheter. The device was removed from the patient, and a small amount of tissue was removed with the clip. The site did not bleed and was left alone. There were no patient complications as a result of this event. The patient's condition following the procedure was reported to be fine.

Manufacturer narrative:
A visual examination revealed that the clip assembly was fully deployed and not returned with the device. The was also a kink in the control wire noted. A review of the device history record (DHR) was performed and no anomalies were noted. A visual examination of the returned device noted that the clip assembly was fully deployed and not returned. There was a kink in the control wire. Based on the condition of the returned device, the reported failure could not be confirmed. However, due to anatomical/procedural factors encountered during the procedure, performance may have been limited. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, a polyp was removed from the patient using the cold snare technique. The physician was using a resolution clip device for the purposes of stopping bleeding at the polyp site. The resolution clip was advanced to the target site, attached to the tissue and deployed; however, the clip assembly would not separate from the delivery catheter. The device was removed from the patient, and a small amount of tissue was removed with the clip. The site did not bleed and was left alone. There were no patient complications as a result of this event. The patient's condition following the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, a polyp was removed from the patient using the cold snare technique. The physician was using a resolution clip device for the purposes of stopping bleeding at the polyp site. The resolution clip was advanced to the target site, attached to the tissue and deployed; however, the clip assembly would not separate from the delivery catheter. The device was removed from the patient, and a small amount of tissue was removed with the clip. The site did not bleed and was left alone. There were no patient complications as a result of this event. The patient's condition following the procedure was reported to be fine.